Manufacturer narrative:
Insulin pump received with no act, up and down button response due to flattened button dome switch. Insulin pump received with minor scratched display window and cracked battery tube threads.(B)(4).

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.